Event description:
The customer reported to baxter (B)(4) of a blood solution continu flo set that was occluded and could not be primed. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Delivery test was performed with no abnormality observed. Batch review was also performed on the reported batch with no abnormality observed. Based on the evaluation results on the returned sample, the reported complaint cannot be confirmed. No additional information is available.